Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose was not properly recording in the bolus history of the insulin pump and that she had been experiencing high blood glucose levels. The customer stated that on (B)(6) 2015 she experienced high blood glucose of over 600 mg/dl. Troubleshooting was done. The customer stated that she found super tiny air bubbles in the tubing. Assisted the customer with removing the reservoir and rewinding the insulin pump. The customer ran a manual prime, and insulin did exit the tubing. Advised customer that she would receive a replacement insulin pump due to exposure to body scanners on several occassions. The customer further mentioned receiving no delivery alarms in the past. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.